Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of constipation and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unknown date, the patient experienced peritonitis due to constipation (onset date not reported). On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment rendered for the events was not reported. The patient was recovering from peritonitis and the outcome of constipation was not reported. Action taken with dianeal therapy not reported. Medical history and concomitant medications were not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11i20048, h11i15055, and h11h17061 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.